Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration subsequent to an impact to her head. The clinic has scheduled an reimplantation on (B)(6) 2019 due to implant loss.

Manufacturer narrative:
Additional information: update product details. The implant was bia400 implant 4mm with abutment 10mm. Lot number: coh1056595. This report is submitted on september 10, 2019, by cochlear ltd.